Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a patient complained of halos, glare, and inability to drive at night with an intraocular lens (iol) post-operative (op) month 3. Vision pre-operative: 20/60 vision post-operative: 20/60. Patient status was reported to be permanently impaired and daily activities were significantly affected. Explant was planned, but had not occurred. Through follow-up, it was learned the lens was explanted from the patient's right eye. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson zcu375 lens (different model and 22.5 diopter) was successfully implanted as a replacement. The explanted lens was discarded. No additional information was provided.